Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the movable top jaw of the enseal device broke during surgery. It completely detached a few minutes after surgery begun during the first attempt to take tissue. It fell into the patient but was retrieved and disposed of after surgery. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r92d9l. Investigation summary: the device was returned with the upper jaw and the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator causing the upper jaw to get detached. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.